Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a shock while carrying heavy shopping bags. The physician suspected that the shock was inappropriately delivered due to t-wave over-sensing. Boston scientific technical services was contacted and were unable to conclusively determine whether the arrythmia was ventricular tachycardia or supraventricular tachycardia. Additionally, the shock impedance of the inappropriate therapy was noted to be elevated, but still in-range (118 ohms). Exercise testing was recommended to assess the viability of the three sensing vectors at higher heartrates, and reprogramming options were also provided. It was indicated that the patient would be seen in-clinic for assessment. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.